Manufacturer narrative:
Product complaint #(B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part/lot combination are unknown at synthes (B)(4), no DHR review possible. If the device is returned or the lot number is confirmed the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was discovered that the device became unable to cut and difficult to reaming. No further information is available. This complaint involves three devices. This report is for (1) hand-reamer f/medull-canal ø8. This report is 3 of 3 for (B)(4).